Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen. The technician replaced the touch screen to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a 3 out of 4 s5 roller pump touch screen were found to be unresponsive during priming. However after further discussion with the customer it was found that only one double head roller pump touch screen became unresponsive. There was no patient involvement.